Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site but will be evaluated by a biomedical engineer in (B)(4). The reported complaint of "possible helium loss alarms" was confirmed by a field technician. The field technician found that a leak occurred in the augmentation valve or augmentation chamber, which likely caused the reported complaint. The actual root cause could not be determined but a leakage was noted in the augmentation valve or augmentation chamber which is the probable cause of the complaint. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor for any developing trends. This complaint was reopened to investigate the device that was returned to teleflex. The reported complaint of "helium loss alarm" is confirmed. A leak was noted to be coming from the plastic fitting, which was the cause of the helium loss alarm. A definitive root cause could not be determined but a potential cause of the leakage is a result of the fitting became loosen. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that a helium leak alarm went off during use so the inserted intra-aortic balloon (iab) catheter was replaced by a new one; however, the issue was not resolved. Therefore, this pump was replaced by a back-up one and the problem was solved. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Length of time in use prior to event: about 1 hour. Patient outcome: good.

Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site but will be evaluated by a biomedical engineer in (B)(6). A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that a helium leak alarm went off during use so the inserted intra-aortic balloon (iab) catheter was replaced by a new one; however, the issue was not resolved. Therefore, this pump was replaced by a back-up one and the problem was solved. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Length of time in use prior to event: about 1 hour. Patient outcome: good.

Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site but will be evaluated by a biomedical engineer in (B)(4). The reported complaint of "possible helium loss alarms" was confirmed by a field technician. The field technician found that a leak occurred in the augmentation valve or augmentation chamber, which likely caused the reported complaint. The actual root cause could not be determined but a leakage was noted in the augmentation valve or augmentation chamber which is the probable cause of the complaint. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported that a helium leak alarm went off during use so the inserted intra-aortic balloon (iab) catheter was replaced by a new one; however, the issue was not resolved. Therefore, this pump was replaced by a back-up one and the problem was solved. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Length of time in use prior to event: about 1 hour. Patient outcome: good.